Event description:
Fluoro machine jammed and when associate went to eject film, the film cartridge without warning exited the machine and struck the associate in the mouth. Associate was taken to the ER and device was called in for svc.